Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9734775, serial/lot #: (B)(4). Device UDI number unavailable. A medtronic representative (rep) went to the site to test and service the equipment. The rep replaced the cable, thus resolving the issue. The system passed the system checkout and was found to be fully functional. The digital visual interface (dvi) to hd cable was returned to medtronic for evaluation. The returned cable had no apparent physical damage but a continuity test revealed an open at pin 2. It was determined that there was an electrical failure with the dvi to hd cable. This issue was documented in a medtronic navigation hardware anomaly tracking database. A dvi cable adapter was returned to medtronic for evaluation. This component was found to be in good condition and passed a continuity test with no opens or shorts detected. There was no problem found with the dvi cable adapter. Device manufacturing date unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device. It was reported that there was a ¿no input detected¿ message on the system. It was noted that the computer fan was running. When checking the cables, it was found that they had been wrapped tight at the monitor arm. At the back of the computer, it was found that one of the pins on the connector was bent. It was also noted that the monitor worked with the other medtronic navigation system. This issue was identified outside of a case. There was no patient involved.